Event description:
It was reported that a patient underwent a surgical procedure with posterior instrumention at l4-s1. X-rays reportedly revealed that the right-sided s1 setscrew "completely backed out and was floating". It was also noted that the left sided s1 screw "was loose". Patient underwent revision surgery to replace the implants. No patient complications were reported.

Manufacturer narrative:
Device has been explanted and given to the pt; therefore, product evaluation is not possible. Unable to determine the cause of the event.